Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the patch/shell bond edge side assessed as an unidentified (tear) opening (shell thickness was within specification) additional observations: observed 40 mm dark patch edge material inside gel device. Creases observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.